Event description:
It was reported by hospital via sales that an edwards mitral bioprosthetic valve model 6900ptfx29mm was explanted from a 34 year old female patient after an implant duration of four (4) years. The reason for explant has not been provided. No additional information has yet been provided.

Event description:
The explant operative report indicates the patient is a (B)(6) woman referred for prosthetic mitral valve stenosis. The patient had progressive worsening dyspnea on exertion. Diagnostic cardiac catheterization and echo showed prosthetic valve mitral stenosis with pulmonary hypertension. Operative details indicate, "the previous [subject] valve was well seated and there was good pannus on the cuff. The mitral valve was then excised and all the stitches were removed. One of leaflets was sent down to pathology, although there were no vegetations on any of the leaflets and it did not look infected...it appeared that the subvalvular apparatus was spared for the previous operation and redoing the operation, I preserved all the subvalvular chordal apparatus...[valve was replaced with a mechanical prosthesis] the patient then taken to cardiothoracic surgical intensive care unit in stable condition."

Manufacturer narrative:
Additional manufacturer narrative: report of a mitral bioprosthetic valve explant after an implant duration of approximately four (4) years. No additional information was provided such as the reason for explant and patient medical history. The explanted device has not yet been returned to edwards for evaluation. Therefore, the root cause of this event cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned to edwards for evaluation despite multiple follow up attempts with the healthcare provider. Therefore, without return of device and evaluation, the root cause of this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. It is likely that the patient's age ((B)(6)), disease stage and medical condition may have contributed to this event. No further action is required at this time, edwards will continue to review and monitor all events.